Manufacturer narrative:
Customer returned the device due to low output levels. The device was examined and it was found that parts were on the device that are not used by the MFR. This implies that the hospital ebme department may have attempted to repair or re-calibrated / test the device. Apc medical tech re-calibrated the device and final tested. The device passed all tests and was returned to the customer. Reason for complaint: unk - it does appear the device was opened and attempted work / testing was performed by the customer.

Event description:
Pace medical was notified on june 6, 2011 by (B)(6) via letter that unit had a fault.